Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "rymed caps on PICC line failed after blood drawn from both ports. Both ports clotted off after blood samples taken. Both ports were treated with tpa. When blood was withdrawn from one port. Blood continued to ooze slowly through the rymed cap when syringe removed. Both rymed caps changed. Both rymed caps have a distinct area of thinning or lighter spot in the middle of the green part of the port where the syringe or IV tubing would be attached. Because the blood leaked out of the rymed this most likely caused both ports on the PICC to clot over time."